Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer (fse) confirmed upon arrival that the g8 instrument was not running. The fse found that the sampling needle assembly was bent. The bent sampling needle assembly was replaced. The g8 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, provides step-by-step instructions on sampling needle replacement: 5.10 sampling needle replacement replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. The most probable cause of the reported event was due a bent sampling needle assembly.

Event description:
Reported that column count was at 1798 injections (maximum recommended 2500 injections) and patient samples retention time were at 0.60 minutes (acceptable range 0.57 - 0.61 minutes). The customer changed the column, which did not resolve the issue. The new column was not calibrated. The customer placed the previous column back on the g8 instrument and repeated quality controls, which were within acceptable range. The customer also changed the elution buffers 1 and 3. The tosoh technical support specialist suggested to provide the chromatogram for the patient in question and to run calibrators as patient samples. On (B)(6) 2018, the customer was informed that a review of the chromatogram showed a small should on the a0 peak. The tss suggested to the customer to replace the column and re-calibrate the g8 instrument. On (B)(6) 2018, the customer reported that despite changing to new reagents, new column, and calibrating the g8 instrument the problem persisted. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.